Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to verify customer¿s reported issue's. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 167 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test. Carefusion did a review of the event trace log and the review of the event trace revealed one entry of a ¿ventilator reset alarm¿ and several ¿inop¿ conditions. Carefusion replaced the main board as a pre-caution.

Event description:
It was reported by the customer that the ventilator will not generate a breath and was alarming multiple alarms. The unit was on a patient and shut down unexpectedly. There was no patient harm, and the patient was manually ventilated for the rest of the transport to the hospital.